Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial, the index procedure was in 2008. No predilatation was performed prior to stenting of the mid and proximal lad with xience v stents for treatment of restenosis of another company's des stents (unk type), and no predilatation prior to treatment of the 1st diagonal, for which was also treated for restenosis of a previously deployed other company's stent. A xience v stent was also placed in a de novo lesion in the rpda. In 2009, the pt presented to the emergency with angina, which radiated into neck associated with diaphoresis. Ekgs were performed, there were no dynamic changes compared to the prior EKG in 2008. The pt did have some mild nonspecific st-t change. An angiography was performed, and a 90% in-stent restenosis in the mid 1st diagonal stent, which was implanted during the index procedure, was found. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-angina and stenosis, listed in the xience IFU, are known adverse events associated with coronary stenting and not an indication of a product deficiency. The xience IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Also: the effects of multiple stenting using xience stents with other drug-eluting stents are unk. When multiple drug-eluting stents are required, use only xience stents. A conclusive cause for the pt effects and the relationship to the products cannot be determined.